Event description:
Additional information indicated that subsequent to the revision procedure, the patient developed an infection and the system was explanted. The products were sent for cultures and will likely not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture at maximum outputs and high threshold measurements. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.